Event description:
Additional information was received that an in-clinic follow-up occurred and the device was found to be in the normal range of longevity.

Event description:
Following a magnetic resonance imaging (MRI) the device diagnostic data was cleared. This resulted in inaccurate diagnostic reading on the device, which trigger the elective replacement indicator (eri) falsely. Technical services was contacted and determined that the issue was not due a battery malfunction and provided recommendations to clear the false eri. No intervention has been performed. The patient is stable with no consequences.